Event description:
The patient reported she developed an area of itching, oozing and burning under the tape border of the wafer, surrounding the stoma. The symptoms generally begin within 12-18 hours of wafer application and have persisted for approximately 1 week. The patient reportedly changed her wafer every two days. The patient consulted an infectious disease physician and was diagnosed with staph infection. She was treated with a prescription antibiotic (minocyclin).

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report state that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed ona supplemental MDR.